Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient (unknown race) in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) which was successfully completed. After arriving at the intensive care unit, the purge system block alarm triggered. The purge cassette was changed. However, the automated impella controller was unable to complete the steps of the cassette change. The automated impella controller was therefore exchanged and resolved the issue. The patient continued with impella mcs. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Based on the data and device analysis the purge issue was caused by inaccurate purge pressure sensing. The drastic jumps in purge pressure could not have been naturally caused (jumping from 2000 mmhg to 0 mmhg in a second then back to 2000 mmhg).